Event description:
In (B) (6) 2007 I underwent surgery for anterior neck fusion of c5-6, and c6-7. From what I have been able to comprehend, the surgical implant is the peek optima device by (B) (4) that apparently has telemetry and communications characteristics with remote control access using radiofrequency contact. I spoke with an (B) (4) rep who told me that they only manufacture the rods and pellets that are used for this device before sending their product off to another manufacture to mold and fashion the experimental device that is the final product. He said for liability reasons that he was unable to give me the name of the MFR. This is an FDA approved device. The implant is near my spinal cord, vocal cords, and carotid arteries. I do not know whether it has gps capabilities or a microchip inside the device or not. However, the communication capabilities to me appear to be from a constant source or sources. It has the ability from remote control to move my head and neck causing me to have difficulty walking, moving my body in different ways, or allowing me to walk upright without a problem. It has been helpful and torturous at the same time. It apparently allows an outside remote control source using radiofrequency communications that are not for my choice to communicate non-stop unless I am asleep or to pick up telepathic instructions for pain or for intelligence gathering/communicating. The controls are able to move my head and neck into a different position, apparently to demonstrate what positions or abilities this particular device has. However, there are apparently controls that are remote control features that are used to try to exploit me or demonstrate the ability to hurt or move my body in a way I would not want it to move. I would like complete info on this device and all the experimental data that you have or had prior to giving it FDA approval. When I gave consent to have surgery, I did not sign with the realization that this experimental device would be used in a manner that is destructive and harmful. I was told that its original use was intended for surgical repair in the lower spine. The experimental quality that was defined to me by the surgeon was that he wanted to use this device for my cervical spine instead. I have a 3-inch scar in my neck and 6 screws in my cervical spine. To have this device removed would be probably devastating enough to cause complete or partial paralysis or death. Do you know what country mfg this device, who/what has remote control, does it use brain wave activity and vision in coordination as part of its features? My understanding is that every aspect of my movement and sight is being evaluated by telemetry via a remote control.